Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 15-105000 lot number: unknown brand name: m2a 28 metal liner, catalog number:15-104050 lot number:unknown brand name: m2a acetabular shell, catalog number:11-104208 lot number: unknown brand name: mallory head femoral stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03701. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision due to metallosis. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.